Event description:
Reporter stated the display is defective and missing pixels. No adverse event reported. Product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).